Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that host pc memory 1 problem occurred during runtime. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The field service engineer (fse) checked the device on site and confirmed that host pc memory 1 problem occurred during runtime. After reviewing the log file fse found host pc memory 1 problem occurred during runtime. Upon troubleshooting the fse found the system had used ippc as host pc when repairing, the system was repaired by third party before. The cause of the host pc failure could be conclusively determined by the supplier's part analysis that due to legacy dimms, ethernet card, video card, pci slot configuration. To resolve the issue, fse replaced host pc and 3 hard disks and upgraded system. After replacement of ippc and hard disks were completed, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.